Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns dell handheld computer's serial adapter cable was malfunctioning and a patient was unable to be interrogated during surgery. The patient was able to be interrogated successfully with a different vns programming system. Substituting the suspect serial adapter with a known good serial adapter was later performed and the computer performed normally. Attempts for return of the suspect serial adapter cable are in progress.